Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 22-may-2023. The device evaluation was completed on 03-jul-2023. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that a hole on the surface of the pebax on the tip area. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The hole at the pebax could be related to the issue found and the issue reported by de customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. To prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmalablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed a hole on the surface of the pebax on the tip area. Initially, it was reported that during the operation, the force value could not be zeroed. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and a hole on the surface of the pebax on the tip area was observed. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2023.